Manufacturer narrative:
(B)(4). Corrected data: manufacturer corrected to teleflex medical athlone. The sample was returned for evaluation. The lot number of the returned sample (8vqabfsn) was different than what was originally reported by the customer (8vnaqekg). A device history record review was performed on the lot number of the sample received and there were no issues found that could relate to the reported complaint. The usage record card that was returned with the sample listed 10 uses. The invoice date of the device was june 5, 2015, indicating that the device has been out of warranty since june 2016. A visual exam was performed on the returned sample and it was observed that the device was yellowish in color. An attempt was made to inflate the device, however, it was unable to hold air. The device was then immersed into water as it was being inflated and air bubbles were observed coming from the cuff. Upon closer examination, it was observed that there was a cut/puncture on the surface of the cuff that measured 2 mm. Other remarks: based on the investigation performed, the reported complaint was confirmed. It was determined that the cuff was inadvertently cut/punctured during handling. The IFU for the product states that lma reusables should be handled with care. Placing, washing or autoclaving with items which have hard and sharp edge/points should be avoided because it will have adverse impact to the silicone material of the cuff and will permanently damage its properties to an irreparable condition. Customer is also reminded that lma proseal is reusable and warranted against manufacturing defects for forty (40) uses or a period of one (1) year from date of purchase (whichever is the earlier).

Event description:
Customer complaint alleges that before intubating the doctor found there was a leak. There was no report of patient involvement or delay intreatment. From the description the alleged defect was found in the clinical setting.

Manufacturer narrative:
(B)(4). The device involved in ths complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges that before intubating, the doctor found there was a leak. There was no report of patient involvement or delay intreatment. From the description the alleged defect was found in the clinical setting.